Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On what tissue type was the device used? At what location on the tissue? Lung, not thick tissue. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 6th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku.

Event description:
It was reported that during a lobectomy procedure, on the sixth firing the device jammed and the knife blade was able to be reversed then the surgeon stopped using the device. It is unknown if the manual override had to be used. Another endocutter device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset it. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. The event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.